Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 255-202-2. There was no patient involvement.

Event description:
It was reported that the device had error 255-202-2. There was no patient involvement.

Manufacturer narrative:
Omit : a1601 - device alarm system, g0600101 - alarm, audible, b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the pcu had error 255-202-2 was confirmed during the log review but not replicated during testing. Is being attributed by a faulty 220 f capacitor (c20) in the pcu power supply board. An external and internal inspection was carried out and no problems or anomalies associated with the complaint reported by the facility were found. The optimal battery conditioning was performed, and after approximately 18 (eighteen) hours, the test failed. The pcu did not display the result, and the timer remained at ¿00:00¿. The pcu power supply board was temporarily replaced with a known-good dchu pcu power supply board for testing purposes only. The pcu was then re-tested by initiating an ¿optimal battery conditioning¿ procedure. The test completed successfully with no errors or malfunctions. At the end of the tests the original power supply board was reinstalled. Operations engineering previous investigation the failure to complete battery conditioning was identified in the battery conditioning failure investigation report (dir 10000410056) and was related to a faulty 220¿f filter capacitor (c20) on the pcu power supply board. Operations engineering performed thorough testing of pcus that exhibited this failure mode and determined the root cause of the failure was the result of excessive leakage current through the c20 capacitor. A review of the logs was performed, and it was observed that the system error "255-202-2" was recorded with the error code "800.8000" (see figure 3 below). The error code "800.8000" was first displayed on may 6th, 2025, at 3:35 am during an "optimal conditioning test", and the last recorded instance was on may 7th, 2025, at 12:07 am, according to the logs. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the pcu power supply board. Device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable root cause of the reported that the pcu had error 255-202-2 is being attributed by a faulty 220 f capacitor (c20) in the pcu power supply board. Note that this report lists imdrf annex a1104, c10, d15, g0200802 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.